Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, red particles on the shell, cloudy color in the gel, and deformation. After autoclave cycle were observed: voids. Based on the device analysis the final assessment is: - no openings were observed on the device. Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture baker grade unknown, confirmed by ultrasound. Device remains implanted.